Manufacturer narrative:
Analysis was unable to verify the customer's complaint regarding excess heat because the motor was seized, therefore pre-test could not be performed. The housing was disassembled and found that all the internal parts including the wheel lock, housing, screws, seal, and bearing were all severely corroded due to dried saline. All the internal parts, seal, bearings, and housing were replaced. The device was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was running hot. There was no patient impact.